Event description:
Caller reported a malfunction on the pump and mentioned being exposed to x-rays at work prior to the issue. There was no adverse impact to the customer's blood glucose level. The caller had already reset the pump and restarted the sensor before contacting technical support, which provided additional instructions to ensure proper resetting. The malfunction did not recur, and the customer was advised to continue using the pump and to contact support again if the issue returned.